Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. Technical support (cts) confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer agreed to continue using the current pump as a backup therapy and received instructions for properly storing and returning the problematic pump, along with a replacement pump sent by cts.